Manufacturer narrative:
G4: 06jul2020 b4: (B)(6)2020 the key market confirmed that the customer just requested the battery as a preventive measure. There's is no alleged malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported battery failure. The customer indicated the built-in accumulator battery is out of order. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.